Event description:
Non-integration. It was reported that the implant at tooth site 14 failed to integrate and therefore had to be removed.

Event description:
Non-integration. It was reported that the implant at tooth site 14 failed to integrate and therefore had to be removed.